Event description:
A customer reported while using a glidescope core 15-inch fhd monitor to perform a bedside bronchoscopy, the screen went "fuzzy" and then glitched out. The procedure was completed using a backup monitor and bronchoscope which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with two (2) glidescope core quickconnect cables and a bflex 2 regular 5.0 single-use bronchoscope. A verathon engineer representative evaluated the returned devices but was unable to reproduce the reported image issues. Overnight stress testing was conducted at room temperature but no image failures were observed with either port or cable. Environmental testing was also conducted at both 45 degrees celcius and 0 degrees celcius, neither of which observed image failures with either port or cable. Further testing with these devices is ongoing at verathon. Verathon received a video from the customer showing the reported image issues. Verathon remains in contact with the facility and continues to investigate the potential cause of the reported image issues. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.